Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate was reported. The event was confirmed. Device evaluation and results: not performed as product was not provided. Medical records received and evaluation: suboptimal baseplate cementation has contributed to early instability at the tibial implant-bone interface with incipient loosening causing pain and requiring revision within 2-years. DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review confirmed that there have been no other similar events for the reported lot. The medical review concluded that suboptimal baseplate cementation has contributed to early instability at the tibial implant-bone interface with incipient loosening causing pain and requiring revision within 2-years. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Loose tibial tray. Changed tibial tray and tibial bearing.

Manufacturer narrative:
Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Loose tibial tray. Changed tibial tray and tibial bearing.